Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the pcu displayed guardrails alert "possible overdose" during programming of sodium phosphate using intermittent infusion custom concentration feature, but the concentration is lower than the soft minimum. The user entered the following values: drug amount entered: 10 mmol. Diluent volume entered: 500 ml. [Conc]: 0.02 mmol/ml. Guardrails alert: "possible overdose" "concentration of 0.02 mmol/ml is below guardrails limit of 0.029 mmol/ml." "Press more info or press cancel." There was no information on patient involvement.